Manufacturer narrative:
It was reported by the abbott care team the patient had an ipg revision. Patient reported eon mini (sn (B)(6) ) ipg was explanted and replaced by an abbott proclaim in (B)(6) 2017 due to the battery not charging. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced charging issues and later the ipg turned inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted to address the issue.